Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for eval and received inserted into a 9fr sheath. The gray outer sheath was torn off approx 55mm from the strain relief. Outer catheter stretching is noted around break. The distal tip of the returned introducer sheath was noted to be flared. The stent graft was partially deployed and protruded approx 30mm from the tip of the outer sheath. Several struts were noted to be bent on the deployed section of the stent graft. These bent struts may have been a result of retracting the partially released stent graft through the introducer sheath; however, the definitive root cause is unk. Functional testing could not be performed, as the delivery system was returned with the outer sheath broken. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed, as the outer sheath was torn off at the catheter reinforcement area. Additionally, it should be noted the investigation is also confirmed for issues retracting the delivery system through the introducer sheath, as the system could not be retracted from the returned introducer sheath and the sheath tip was flared.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.

Event description:
It was reported that during a procedure the stent graft was unable to be deployed. The device was removed and another stent graft was used to complete the procedure. There was no pt injury reported.